Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-feb-2023 h6: investigation summary a device history review was conducted for lot number 1194667. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, eleven samples were submitted to our facility for review. During review, the rubber caps to be firmly secured to the adapter body for all eleven units, but the adapter was not nested into the plastic base in three of the units. This nonconformance is most likely the result of vibrations during transportation and is a cosmetic defect that does not affect the functionality of the device. In response to this event we have issued a notification to manufacturing and packaging personnel ensure that adapters are securely nested prior to shipment. H3 other text : see h10.

Event description:
It was reported that the prn was found separated from the bd¿ prn adapter when opening the carton. The following information was provided by the initial reporter, translated from japanese: "this is a report about separation of the rubber cap of prn luer slip adapter. According to the customer's verbatim report, when opening the carton, the rubber cap was found to be separated."

Event description:
It was reported that the prn was found separated from the bd¿ prn adapter when opening the carton. The following information was provided by the initial reporter, translated from japanese: "this is a report about separation of the rubber cap of prn luer slip adapter. According to the customer's verbatim report, when opening the carton, the rubber cap was found to be separated."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.